Event description:
It was reported that during central processing, the middle part of the 30-degree endoscope plus was separated during cleaning. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the endoscope was separated at the proximal end. The part was completely broken into two pieces.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and was visually inspected and found with a dislodged component. The retaining ring and camera instrument adapter had a missing gear roll and dislodged components, except gear roll. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was visually inspected and found with a dislodged component. The retaining ring gear roll was missing. The complaint was confirmed by failure analysis.